Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings. On investigation, battery compartment crack was found running from below the grip pad down towards the case seal. The display was dim with a pinkish contrast. The bolus button cover was missing from the pump and the button¿s functionality was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim/discolored. This report is made based on the results of investigation completed on 01/12/2016.